Event description:
The manufacturer received info alleging a ventilator's internal battery was not working properly. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for service and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.